Event description:
The manufacturer received information alleging a trilogy ev300 device failed pre-test, failed pressure verification. There was no allegation of patient harm. The device was not reported to be in patient use. The service technician has been scheduled to be dispatched to lukman for the week of 10/13/2025, but evaluation has not yet begun. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy ev300 device failed pre-test, failed pressure verification. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the trilogy ev300 device by the field service engineer (fse), the unit failed final test, and the event log recorded an evt_crypto_cert_error indicating the software certificates became corrupt. The error log recommended reinstalling the application software. The application software was reinstalled, but the issue was not resolved. The system powered on and entered normal operation mode but displayed several error codes in the event log. When the fse attempted to run the system test and other diagnostics, the unit went into inoperative mode. The fse contacted technical support which suggested that the issue may be related to a defective system board or a faulty oxygen blending module. Technical support advised the fse on error codes found and recommended repair including software download after part replacement. The fse replaced the device's proportional valve, solenoid valve, system board, and display board recommended by remote service per service manual. The device passed final test after parts replacement and returned to use. Current software version 1.05.10.